Event description:
The port was placed 10/14/97 in a ped pt. It was reported that there had been problems accessing the port. On 12/12/97, a dye study showed leakage at the point where the port & the catheter meet. The port was removed and no harm was reported to the pt.

Manufacturer narrative:
The implicated product is a port with a pre-attached open-ended 6.6 fr. Catheter in a peel-apart percutaneous introducer system. The product received for eval is a small port with a short segment of pre-attached tubing secured onto the port stem. The complete assembly measures 1.5 inches long. The port septum contains numerous needle puncture sites. The tubing is severed at the distal termination of the strain relief and a small amount of serous residue is noted in the tubing's distal orifice. No tubing distal of the strain relief has been forwarded for eval. A lot history review is not possible as no lot number has been provided. The complaint of a subcutaneous leak is confirmed. It should be recorded as user-related. The complaint file documents the device was placed 10/1994 and the complaint reported 12/1997. The condition of the port septum indicates the port had been accessed relatively frequently and functioned over a three+ year period without any significant complications indicated to the MFR. The complaint file reports that unspecified "access problems" resulted in a dye study that subsequently confirmed the subcutaneous leak. The performance of a dye study is evidence that the port had successfully been accessed and suggests the reported unspecified "access problems" may have been misinterpreted. The demonstrated long term functioning of the port and the damage that is characteristic of blunt trauma suggests the intitial problem the customer experienced may have been difficulty accomplishing aspiration of flushing secondary to an occluded or restricted catheter lumen. Over-pressurization of the tubing can result when attempting to clear an occluded lumen and may have been the precipitating factor causing the blunt trauma.